Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. The rv lead is another manufacturer's product. This ICD remains in service. No adverse patient effects were reported.